Event description:
It was reported that the pump unexpectedly displayed a reset screen. The impact on the customer's blood glucose level was unknown, as the caller declined to provide this information. Technical support informed the caller that the pump reset was a normal safety feature to ensure performance, and it functioned as intended. The customer was educated on necessary steps to reset certain features and successfully resumed insulin after receiving guidance.